Event description:
Pt died at hosp following surgery to repair a tear of a rotator cuff. Preoperative diagnosis: complete rotator cuff tear of the right shoulder with osteoarthritis. Postoperative diagnosis: same. Operation: anterior acromioplasty decompression of the shoulder joint; repair of a complete rotator cuff tear into a bony trough. Operation: the pt was taken to the operating room. Under general anesthesia, the pt's right arm and shoulder were prepped and draped in a sterile fashion after he was put into a "beach" chair position. An incision was then made from the distal clavicle onto the proximal humeral area. The incision was taken through the skin to the subcutaneous tissue. Bipolar electrocautery was used for hemostasis. A subcutaneous flap over the deltoid was then developed. A subperiosteal flap of tissue was taken to elevate the anterior deltoid off of the acromion to expose the anterior osteophyte. There was calcification of the coracoacromial ligament. A suture was placed between the anterior and middle deltoid and the muscle was reflected distally. With the anterior and posterior fascia identified, visualization of the shoulder joint showed a complete tear of the rotator cuff with migration of the supraspinatus medially towards the coracoid and the infraspinatus posteriorly. There was a large defect at the greater tuberosity area from the previous dislocation. The acromioplasty was performed with an osteotome and rasp in order to remove the calcified coracoacromial ligament and the undersurface osteophyte of the acromion. After the acromioplasty, the rotator cuff was mobilized initially. Release was performed at the coracohumeral ligaments, mobilizing the supraspinatus laterally and also the infraspinatus teres minor was mobilized from posterior up over the humeral head. A trough was then developed and the impression fracture in the greater tuberosity. Drill holes were made through the lateral cortex and the infraspinatus teres minor was advanced and placed into the trough repairing it into the proximal humerus. A similar procedure using #1 ethibond sutures doubled was done to repair the supraspinatus into the bony trough, to again cover the humeral head. Side-to-side sutures were used to repair the split between the infraspinatus and supraspinatus. The entire head was covered with good tendinous tissue. The wound was irrigated with saline irrigating solution. The deltoid was then approximated using #0 ethibond sutures into the periosteum and the acromioclavicular ligaments medially and also to the trapezius fascia laterally. A good solid repair of the deltoid was achieved. The subcutaneous tissue was approximated using #2-0 vicryl sutures in interrupted fashion. Right at the time of skin closure, the pt went into what appeared to be asystole with a severe drop in blood pressure that was not picked up on the monitors. The skin sutures were placed in with a stapler immediately and the wound was covered with a bandage taped very quickly. The pt was put into a supine position in order to initiate cardiopulmonary resuscitation. This was done within mins of the event and maintained for several mins until the pt's rhythm came back after electroshock therapy. He was shocked once and returned to a rhythm and a good blood pressure. He was then ultimately transferred to the coronary care unit for further treatment with a sling and a swathe across his right arm for complete immobilization and protection.